Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was noted that there was impedance on one of the leads. It was stated that lead fracture was suspected. It was also reported that the patient was in a car accident. The patient underwent a procedure wherein the leads and splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The initial MDR should have been: UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was noted that there was impedance on one of the leads. It was stated that lead fracture was suspected. It was also reported that the patient was in a car accident. The patient underwent a procedure wherein the leads and splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316 (sn: (B)(4)) device evaluation indicated that all cables were fractured at the bent/kinked section of the lead body at the clik anchor site, 1 cm from the set screw mark. In addition, one of the cables was fractured near the retention sleeve. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the electrode #6 was fractured in the proximal end. Sc-3400 (sn: (B)(4)) device evaluation indicated that visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing inadequate stimulation and it was noted that there was impedance on one of the leads. It was stated that lead fracture was suspected. It was also reported that the patient was in a car accident. The patient underwent a procedure wherein the leads and splitters were replaced. The patient was reportedly doing well postoperatively.